Event description:
It was reported that during testing conducted at the user facility the device was overly tightened and it disassembled. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the was tightened too tight and broke was not confirmed by the complaint engineer during the device evaluation. No problem was found.

Event description:
It was reported that during testing conducted at the user facility the device was overly tightened and it disassembled. No patient involvement or procedural delays were reported with this event.